Event description:
It was reported that a patient presented with a right ventricular (rv) lead dislodgement due to the patients "twiddling" of the device system. During the lead repositioning the physician noted difficulty retracting and extending the helix of the rv lead, but was able to reposition the lead. The following day the patient presented with no capture and low impedance levels of the right ventricular (rv) lead. The physician decided to remove and replace the rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #the full lead was returned, analyzed and the helix of the lead became extrinsically distorted and bent due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: model: 407652, right atrial (ra) lead; implant: 2013-(B)(6). (B)(4).